Manufacturer narrative:
It was reported that on 02/26/2024 the line was being flushed after power injection when the syringe "cracked" causing "blood to splash on the md's face and eyes". The customer reported the "md" washed out his eyes in the eyewash station and is required to have follow up labs due to exposure. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, or medical intervention associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on 02/26/2024 the line was being flushed after power injection when the syringe "cracked" causing "blood to splash on the md's face and eyes".